Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break 4mm proximal of the guidewire exit port. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that device was fractured. The 95% stenosed target lesion area was located in a severely tortuous and severely calcified popliteal artery. The lesion was unable to be stented. Instead, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was advanced for dilatation. During procedure, the shaft was kinked when the device was stuck in the lesion and was pushed. However, upon removal, a fracture near the wire exit port on the shaft was noted. The device was removed by inserting a guide catheter and retracted the device. The procedure was completed with a different device. No patient complications reported. The patient was fine post procedure.

Event description:
It was reported that device was fractured. The 95% stenosed target lesion area was located in a severely tortuous and severely calcified popliteal artery. The lesion was unable to be stented. Instead, a 4.00mm/1.5cm/140cm small peripheral cutting balloon was advanced for dilatation. During procedure, the shaft was kinked when the device was stuck in the lesion and was pushed. However, upon removal, a fracture near the wire exit port on the shaft was noted. The device was removed by inserting a guide catheter and retracted the device. The procedure was completed with a different device. No patient complications reported. The patient was fine post procedure.